Manufacturer narrative:
R.e. Elliott et al. Vagus nerve stimulation in 436 consecutive patients with treatment-resistant epilepsy: long term outcomes and predictors of response. Epilepsy & behavior 2011;20:57 -63.

Event description:
It was reported in an article following 436 consecutive pts implanted with vns that one pt died due to seizures/drowning. Good faith attempts to obtain add'l info including pt and product info to determine if this event has been previously reported to the MFR have been unsuccessful to date.